Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a usual meal while using a g7 cgm with the ilet, and the user is seeking a factory reset to prevent lows. Symptoms included a low blood glucose of 56 mg/dl without loss of consciousness or other acute effects. Outcomes included brief blood glucose excursion outside of range for approximately 15 minutes, which the user self-treated with oral carbohydrates (soda and candy) and returned to range without medical assistance. Troubleshooting and education were completed, and there were no device alerts or alarms reported. Investigation included a review of use-related factors and device performance based on user report. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that no device malfunction could be confirmed, and the event was user-managed without clinical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.